Event description:
It was reported the device was used on an unk procedure. It was reported by the surgeon he had difficulty with the 512h trocar. The cin and co contacted the rep for follow up and co rec'd a fax and add'l info from the surgeon. The surgeon reported he performed a laparoscopic cholecystectomy on 05/27/1998. The surgeon noted nothing out of the ordinary during the procedure. One day postop (05/28/1998) the surgeon became suspicious of the pt's condition and lab work. On 05/29/1998 the surgeon reoperated on the pt performing an exploratory laparotomy. The surgeon discovered a through and through puncture of the bowel.